Manufacturer narrative:
Additional information received regarding battery depletion recall has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. The pump passed the active current test, and self-test. The pump failed the sleep current test. Test p-cap locks properly into the reservoir compartment. Successfully downloaded pump history files and traces using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were not within spec range. Found relevant battery alerts, alarms, or anomalies in the pump history files and traces on the event date of 07/10/2024 at 12:26:00.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: scratched case, cracked keypad overlay, pillowing keypad overlay. Charge/battery lasts less than expected was confirmed. Customer did experience an unexpected power loss of less than 7 days per the pump history records. Problem isolated to the electronic assembly. High sleep current measurement was confirmed during testing due to a hardware failure, problem isolated to the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced charge/battery lasts less than expected. The customer reported no adverse event. The event involved product(s) mmt-1805. Troubleshooting was not performed. Customer is calling back within 1 week of troubleshooting low battery/short battery life with same issue. Customer is using aa lithium battery as recommended. No harm requiring medical intervention was reported. Mmt-1805 was requested and customer response was the device will be returned.